Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys total psa immunoassay (total psa). The erroneous results were reported outside of the laboratory. The initial total psa result was 100.0 ug/l with a data flag. The instrument performed an auto repeat with a dilution of 1:50 and the result was 0.528 ug/l. This result was reported outside of the laboratory where the doctor questioned it as it did not fit with the patient symptoms. The customer is concerned that the result of 0.528 ug/l did not have data flag associated with it. The sample was repeated twice without any extra centrifugation on (B)(6) 2016 and the results were 100.0 ug/l with a data flag and 3600 ug/l. The result of 3600 ug/l was obtained with a x50 dilution and was believed to be correct. The customer also mentioned that sometimes they see low results with other parameters such as total protein (tp). The customer declined to provide any specific details about these other low results. No adverse event occurred. The total psa reagent lot number was 190244. The expiration date was requested but was not provided. The last calibration was performed on (B)(6) 2016. The customer is not using rack adapters. The field service engineer visited the customer site where the customer indicated the system has been operating fine except for this event. The customer doesn't think any additional checks or investigation is necessary. Based on a review of the alarm trace, several abnormal sample aspiration alarms occurred which suggests a pre-analytic issue or an instrument problem at the customer site.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based on the information available for investigation, the most likely root causes may be a tilted sample tube due to the fact that the customer did not use rack adapters for 13 mm tubes. Additionally, there seems to be an issue with sample quality. An additional root cause may be insufficient maintenance. A general reagent issue can most likely be excluded.